Event description:
Accidental ingestion of product [accidental device ingestion]. Sticky in mouth [oral discomfort]. Taste bitter. Incorrect use of product [device misuse]. Denture cream melted [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included diabetes. Concurrent medication includes medication for diabetes. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, several months after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), oral discomfort, taste bitter, device misuse and device adhesion issue. On an unknown date, the outcome of the accidental device ingestion, oral discomfort, taste bitter, device misuse and device adhesion issue were unknown. It was unknown if the reporter considered the oral discomfort and taste bitter to be related to polident denture adhesive cream. Additional information: a male consumer born on (B)(6) has used polident denture adhesive cream for denture retention and fit for about a year and 4 months once or twice a day. Since a year ago after using the product, the consumer swallowed the product whenever he used it because it was melted. The consumer experienced sticky in his mouth and bitter taste. No action for the product related to the event was taken at the time of reporting.